Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that z-7s2 tower door 1 was clicking and needed a new latch. A field service engineer (fse) inspected it, and confirmed that there were no issues, errors or missing cubies. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was clicking. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.